Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
]Medtronic received report that during a hemorrhoid embolization procedure, the concerto coil could not be completely removed from the sheath and had resistance at the proximal end of the microcatheter. There was no damage observed to the coil or the catheter. No patient information was reported or available. Additional information received reported that a continuous saline flush was administered and maintained as indicated in the IFU. It was stated that they took the wrong size of microcatheter. The procedure was completed using other coils and catheter. Additional information was received that the coil was attempted to be used with an incompatible catheter size. They took the wrong size of micro catheter, so the coil did not work correctly.